Event description:
It was reported that during an unknown procedure, at the moment of the application of the first clip, the jaws of the device slid from their position and this sliding provoked a wound on the mesenteric artery. However surgeon noted immediately the wound and applied manually a snare to stop the bleeding. There were no adverse consequences for the patient. Additional information requested but not yet received

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.